Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user has a lot of tone, and he pushes so hard on the personal back the holes were pushed through and it cracked the aluminum.